Event description:
Per sales rep, the luhr screwdriver holding device snapped off resulting in the attaching screw to be lodged. They cannot get the screw out.

Manufacturer narrative:
Investigation in process but not yet complete.